Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Bur discarded.

Event description:
It was reported that the bur broke during a spinal procedure. It was further reported that there was no delay or adverse consequences as a result of this event. It was also reported that the procedure was completed successfully using a back up bur.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the bur broke during a spinal procedure. It was further reported that there was no delay or adverse consequences as a result of this event. It was also reported that the procedure was completed successfully using a back up bur.